Manufacturer narrative:
Further investigation was completed by applied research and bioengineering, with a report received 18-june-14, concluding: root cause: undetermined. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault.the complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Procedure: knee revision. Original surgery was performed on (B)(6) 2010. Revision surgery was performed on (B)(6) 2014. Reason for revision: patient presented with pain. Surgeon performed biopsy prior to revision. During revision, metal debris was evident in the biopsy. Surgeon had noted that metal debris was evident in the soft tissue and there was significant synovitis. There were scratches on femoral component in the orientation of superior to interior. Implants were removed, soft tissue debrided, the knee was prepped and a revision tibial and femoral were implanted. The surgeon is convinced that this was due to a failure of the lcs duofix tibial component and is encouraging the patient to take legal action.